Event description:
On (B)(6) 2012, the pt underwent treatment for a thoracic aortic aneurysm and was implanted with two gore tag thoracic endoprosthesis. The most proximal device was placed within an artificial landing zone in the ascending aorta and a second device extended coverage distally to the descending aorta. Touch up ballooning was performed and the procedure was concluded. Later this same day the pt developed incomplete paralysis cerebrospinal fluid(csf) drainage was performed. The pt was discharged form the hospital on (B)(6) 2010 with a mild degree of paralysis still experiencing a mild degree of paralysis.

Manufacturer narrative:
Please note: additional device related to this event is (B)(4). A review of the manufacturing records for the device is being conducted. According to the gore tag thoracic endoprosthesis instructions for use, states the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. The gore tag thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery with a required minimum 20 mm healthy proximal and distal neck lengths. Additionally, the gore tag thoracic endoprosthesis instructions for use states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).